Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgical procedure on (B)(6) 2019 in which the system may not have been placed into surgery mode, the ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.